Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: first name unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that locater abutment fractured in the patient's mouth at tooth sites #(B)(6). Site has a broken screw portion stuck in the implant. Requested screw removal tools in or to retrieve. The implant was originally placed out of state.

Manufacturer narrative:
Evaluation: product experience report was received, reviewed, and evaluated by zest dental solutions in compliance with applicable FDA and ous country regulations returned product evaluation: no product returned to zest. As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. No physical evaluation can be performed as the product was not returned to zest. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.